Event description:
Customer stated that the keypad on her insulin pump was no longer working. Customer also stated that she was receiving a low reservoir alarm, but was unable to clear it due to the keypad not responding. Customer also stated that the insulin pump's screen was visible, but she was unable to make any changes. Blood glucose level was 289.8 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.